Manufacturer narrative:
They would like to send the unit in once all of the device information is obtained. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the org failed when a nihon kohden employee tried to change the ip address. The org had an error light and was not visible on the network.

Event description:
The biomedical engineer reported that the org failed when a nihon kohden employee tried to change the ip address. The org had an error light and was not visible on the network.

Manufacturer narrative:
On (B)(6) 2018, (B)(6) at (B)(6) reported that during an nk system wide ip change an nk employee attempted to change the ip address. The procedure failed and now the org had an error light and was not visible on the network. Service requested. Repair with loaner. Service performed: nka evaluation per notification 300137887: unit was cleaned and under evaluation. We also visual inspected the labels. That matched with the unit. The reported problem "has network error light" was duplicated. We troubleshooted, performed reload software version 03-31, and re-configured ip address, subnet mask, default gateway, issues are resolved. Verified network led is off. Unit has been retested in extended test times and completed all steps in the maintenance check sheet per the service manual. The unit completed in 3 days of extended testing times and operates to manufacturer's specification. Investigation result: the root cause is determined to be use error in incorrect setting/configuration. Issue was resolved upon correcting ip address. This issue is detected at the cns, which would notify staff of issue with message "communication loss". This issue is not suspected to be caused by deficient device or design. There was no reported patient harm.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated during an nk-system wide ip change, an nk employee attempted to change ip on this org device. The procedure failed, now the org has an error light. Org device is not detected on the network. The name of the employee and the reason for change, is unknown. When device was sent into to nka for repairs under a different notification (300137887), org software version 03-31 was reloaded and reconfigured to resolve the issue. Service requested: repair. Service performed: repair. Investigation result: org-9100a s/n: (B)(6) was put into service on 2/28/2016. Service history shows this is an isolated issue. Customer's assertion regarding ip change work order could not be verified. Service history for this customer shows no similar reported incidents. Due to limited information available, the root cause for the reported issue could not be determined. There was no reported patient harm. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the org failed when a nihon kohden employee tried to change the ip address. The org had an error light and was not visible on the network.